Manufacturer narrative:
The tech found the bolt missing which connects the hex rod to the brake pedal. The tech replaced the brake linkage to repair the stretcher.

Event description:
Info rec'd indicates the foot end brake casters are not holding.